Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6 clarification h6: e2402 utilized to capture the reported event of ptosis and asymmetry the events of ptosis and asymmetry are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture, asymmetry and ptosis. The device has been explanted.

Event description:
Healthcare professional reported "possible rupture". This record is for "the" right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "possible rupture". Later, healthcare professional reported "asymmetric and ptotic hypomastia" and "intracapsular rupture". This record is for the right side. Device was explanted and replaced.